Event description:
The contact stated that when the customer opened a new carton of strips, the bottle cap of the strips was open, and the strips were loose inside the carton. The customer stated that she tested some of the strips were using control solution, and the results were out of range. No actual values were provided. The customer did not allege any adverse events. She disposed of the test strips, so no product will be returned for evaluation.